Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, technical support specialist (tss) connected and confirmed that the user made multiple recovery attempts, including rebooting the station, reconnecting the power cable, and checking the back panel, but the issue had persisted. The customer requested field service engineer to address the issue. Later, during the follow-up, the customer confirmed that the issue had been resolved independently after recovering the storage space. As a result, no on-site visit was required, no further issues were reported, and the case proceeded toward closure. The system functioned as intended so technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 failed and it required maintenance. The customer attempted to resolve the issue by rebooted the system; however, recovery was unsuccessful. The power cable was unplugged and reconnected, but the issue persisted. The customer also opened and inspected the back panel, with no resolution observed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.